Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt fell and hit his head behind the ear with a table and that from them on lost access to sound with the device. In situ testing showed 11 channels with status hi or sc. Re-implantation is planned for (B)(6) 2015.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
It was reported that the patient fell and hit his head behind the ear against a table and from then on lost access to sound with the device. In-situ testing showed 11 channels with status hi or sc.